Event description:
In the literature article, "percutaneous closure of the patent foramen ovale using helex septal occluder: acute and long-term results in 405 pts", it was reported the physician was implanting a gore helex septal occluder to close a pt foramen ovale. "One pt developed a pericardial effusion post-interventionally and 300 ml of blood was aspirated during pericardiocentesis."

Manufacturer narrative:
This reportable event came from the article: heinisch c, et.al. Percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term result in 405 pts. Eurointervention 2012; 8:717-723. Several attempts were made to gather the required missing info.